Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s721usqs7byh1 hardware: sm-s721u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 1 and 4 hours. Patient reported the infusion site to have extreme itching, red bumpy skin on the arm, fever and infection spread onto the chest and back. The patient went to the doctor and was diagnosed with cellulitis. The patient was treated with antibiotics (cephalexin 250mg every 6 hours for 10 days), warm compressions and elevating the arm.